Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine implant procedure, this right ventricular (rv) lead was placed in multiple locations to get optimal sensing and threshold measurements. The final placement of the lead showed good sensing and threshold measurements, however, high out of range pacing impedance measurements greater than 2,000 ohms were observed both through a pacing system analyzer (psa) and when connected to the device header. Boston scientific technical services (ts) discussed potential causes. The physician suspected that the patient's tissue was inflamed from the multiple position attempts with the lead. The lead was left implanted when checked the following day, pacing impedance measurements were noted to be within normal limits at 1,660 ohms. No adverse patient effects were reported. The lead remains implanted and in service.